Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at t2-l4. While performing final tightening, the tip of t25 shaft broke. The broken tip was removed and discarded. No fragment of the broken product remained inside the patient. No patient complications were reported.